Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead returned and analysis was performed. Insulation damage allegation was not confirmed visual inspection revealed no insulation damage. X-ray showed no conductors issues (deform/fracture) and the crimp sleeve was ok. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provide.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a insulation damage. No additional adverse patient effects were reported.